Event description:
During left knee arthroscopy irrigator unit beeped, went on/off, reading 222 pressure. It was noted that fluid extravasated into distal quadriceps region. Fluid was drained and procedure stopped. Observed in recovery with leg elevated and polar care to knee. Discharged in stable condition neurovascularly intact.